Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported the customer had a low blood glucose event in the past week requiring medical assistance. Customer's blood glucose dropped to 35 mg/dl and the paramedics arrived to a blood glucose reading of 27 mg/dl. The customer's blood glucose was 117 mg/dl. The customer became unresponsive and was treated with food, soda, orange juice and liquid glucose for their low. The insulin pump will not be returned for analysis.